Event description:
A report was received that the patient was having issues over the ipg site and had trouble sleeping if he was lying on the left side. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was having issues over the ipg site and had trouble sleeping if he was lying on the left side. The patient will undergo an explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was having issues over the ipg site and had trouble sleeping if he was lying on the left side. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had no problems with ipg taking a charge. The patient felt like the ipg was heating up while charging. The patient¿s biggest issue was not with charging, but with the device not helping with his pain. The physician did not suspect device malfunction.